Event description:
It was reported that the patient experienced intermittent stimulation and stimulation in the wrong location beginning about one week after neurostimulator replacement. Palpation resulted in stimulation changes. Interrogation revealed impedance <250 ohms. A short circuit was suspected. The patient was scheduled for a pocket revision to disconnect, clean, and reconnect the extension to the neurostimulator.